Manufacturer narrative:
This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. Alleged failure: intermittent light loss (flickering) noticed during a case probable root cause: cables connectors digital board power supply filter / fuse ac inlet board main board transition board fiber board intermittence between transition board and ch connector software scope light source camera head coupler (dust on optics, scratched optics, broken / shifted lenses, focusing mechanism, endoclamp, zoom ring) 1488 & 1588 extension cable intermittence while using rf devices problem toggling light source or from camera head connected monitors leaking use error poor grounding (e.g. "Finger" grounding tab connecting front and rear enclosure. Camera head connection from cable to transition board.) Electromagnetic interference (emi) from rf communication, hf surgical instruments, esd, or power surge manufacturing/ service nonconformity the reported failure mode will be monitored for future reoccurrence.

Event description:
It was reported that there was a blurry image during a procedure. Please note, the procedure was completed successfully.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that there was a blurry image during a procedure. Please note, the procedure was completed successfully.